Manufacturer narrative:
The distributor in (B)(4) determined that the most likely cause of the reported event was a malfunctioning front panel assembly. The distributor in (B)(4) was shipped a replacement from panel assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor in (B)(4) for the return of the alleged faulty front panel assembly for evaluation. As of april 08, 2015 the alleged faulty front panel assembly has not been received. Should the alleged faulty front panel assembly be received and evaluated, a follow-up medwatch report will be submitted.

Event description:
The distributor in (B)(6) reported that there is a spot on the touch screen and the screen is not working when touched.

Manufacturer narrative:
Manufacturing received a vela front panel. The vela front panel was visually inspected. Fluid ingress spots in screen were noted. The vela front panel was installed in a known good unit. The touch screen was irresponsive and could not be calibrated.